Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted after all investigation activities are complete. Customer reported 2 sensors (serial numbers unknown), both sensor issues have been captured under this submission. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report in which the customer reported experiencing skin reactions with two freestyle libre sensors, with symptoms described as chemical burn, blisters, and rashes on face and body. Customer additionally reported the sensors provided incorrect readings. Customer had contact with a dermatologist, however no treatment was provided. Based on the information provided, there was no report of serious injury associated with this event.